Event description:
The physician was treating a very small and tight anomolous circumflex artery (the cx was coming off the ostium of the right) in a female patient. He first deployed a cypher stent in the distal portion of the cx artery. He then tried to deploy a crb23225 stent in the mid portion of the cx but was unsuccessful. After further pre-dilation and a buddy wire - he removed the cypher stent and tried a xience stent of similar size. This stent also did not cross, so he then successfully deployed a 2.50 x 24mm micro driver bare metal stent. Following this, he then successfully deployed another cypher stent in the proximal portion of the cx artery and a third stent in the proximal rca." When the product was returned the proximal strut was uplifted, the site could not confirm whether this occurred during the procedure. No additional information is available.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received from marketing indicated that the physician encountered tracking difficulty with a stent, the stent was not used in the patient but when it was returned, strut up-lift was observed. The target lesion was a tight anomalous circumflex artery (cfx). The origin of the cfx was off the ostium of the right coronary artery. A cipher stent was first implanted in the distal portion of the cfx artery. The physician then tried to deliver a 2.25mm x 23mm cypher stent to the lesion, but the stent did not reach the lesion. After further pre-dilation and a buddy wire the physician removed the cypher stent and tried a xience stent of similar size. This stent also did not cross, so he then successfully deployed a 2.50 x 24mm micro driver bare metal stent. Following this, he then successfully deployed another cypher stent in the proximal portion of the cfx artery and a third stent in the proximal rca." When the product was returned the proximal strut was uplifted, the site could not confirm if this occurred during the procedure. No additional information is available. One non sterile 2.25x23mm cypher select plus was received coiled inside a plastic bag. The unit was received with the stent crimped over the balloon between the marker bands, the stent was not deployed and visually it was correctly placed. Residues were observed in the inner body (balloon area). The crossing profile of returned unit was measured at two different sections (distal and middle) and was found within specification. The proximal side of stent was not measured due stent struts uplift. The reported tracking difficult was not confirmed; the struts uplifted were confirmed. The exact cause of the struts uplift and waves could not be determined. The sterile lot number for the device is unknown therefore a device history report review could not be conducted. Strut-up lift was confirmed. Tracking difficulty could not be confirmed but is a common procedural occurrence related to patient anatomy, vessel characteristics and operator handling. Strut up-lift can occur when trying to advance a stent to a lesion and meeting resistance or removing the stent from the patient by withdrawing the stent back into the guide rather than withdrawing the guide and stent delivery system as one unit from the patient. Review of the information provided suggests that procedural factors may have contributed to the reported event.